Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider and a manufacturer representative reported that the patient presented to the hospital on (B)(6) 2015 complaining of a headache with redness and swelling around the butt pocket. During an MRI the patient experienced a burning sensation and could not tolerate being scanned. These issues occurred on (B)(6) 2015. The MRI was for a lumbar scan due to the cerebrospinal fluid (csf) leak with headaches. The physician thought that the csf leak could be due to the dura being punctured by a lead guide wire. No csf lead was visualized during the implant procedure after the tuohy needle was placed. The device was placed in MRI mode and 20 seconds after the scan the patient started to feel a little warm. After another 30 to 40 seconds it continued to get warmer and the patient felt it in their spine. After another 30 to 40 seconds the heat escalated to burning and the patient was also feeling it in the butt. It felt like heating along 2 lines in their spine. The MRI scan was then stopped. It took about an hour after the scan for the heat to fully resolve. The patient turned their stimulation back on the day of (B)(6) 2015 and it worked as expected. They had been using it since then with no issues. The patient was started on antibiotics on (B)(6) 2015. They were admitted to the hospital on (B)(6) 2015 and placed on IV fluids. They were instructed to drink caffeine and lay flat. They were discharged from the hospital on (B)(6) 2015. The patient was indicated for non-malignant pain and post-surgical neuritis.